Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced fluid under the insulin pump screen and recurring replace battery now alarms. The customer also reported low battery life of the insulin pump. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed for fluid exposure and replace battery now alarms. The customer was advised to discontinue use of the insulin pump, revert to a backup plan per healthcare professional instructions, and place the insulin pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer's response was that the insulin pump will be returned.

Manufacturer narrative:
Pump passed self test and active current measurement. However, pump received with a high sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 07/29/2025 20:32:00, 07/27/2025 11:13:00 and 07/25/2025 19:26:00. Battery cycle 5.0 received the lowbatteryalert (104) on 07/29/2025 20:32:00 faster than expected at 2.37 days. Battery cycle 4.0 received the lowbatteryalert (104) on 07/27/2025 11:13:00 faster than expected at 1.63 days. Battery cycle 3.0 received the lowbatteryalert (104) on 07/25/2025 19:26:00 after more than 7 days at 7.41 days. With reference to the battery duration failure analysis instructions, the customer did experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and motor. The p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, battery tube threads - cracked and corroded battery tube. Customer alleged for unexpected low battery alert was confirmed in the pump history. Unexpected battery power loss and charge/battery lasts less than expected were confirmed due to moisture damage. Pump received with a high sleep current measurement due to moisture damage. No current code/category was confirmed due to high sleep current measurements. Exposed to moisture damage confirmed on battery tube, pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.